Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 600 mg/dl at the time of incident. Troubleshooting found that the pump was able to complete the rewind sequence and passed the displacement test. The motor alarm could be cleared. Customer declined to troubleshoot further and was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary.